Manufacturer narrative:
(B)(4). The reported complaint of "pump was disconnected from the power supply and could not standby" is not able to be confirmed. The product was not returned for investigation. According to the follow-up information received, the battery was replaced. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " the pump was disconnected from the power supply and could not standby, and the patient's blood pressure rebounded, and the use of the pump was suspended during the transfer, and the pump continued to be used normally after connecting with the external power supply". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " the pump was disconnected from the power supply and could not standby, and the patient's blood pressure rebounded, and the use of the pump was suspended during the transfer, and the pump continued to be used normally after connecting with the external power supply". No patient injury or consequence reported. The patient's current condition is reported as "fine".